Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, fse arrived at the site to address the reported event. Inspection of the device revealed a clot from the peek tubing l-6 to the bottom of the filter housing. Fse replaced the peek tubing and ferrules. The customer was subsequently able to run qc and eighty patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to a clot in the peek tubing l-6.

Event description:
On (B)(6) 2016, the customer reported a high pressure error with their g8 analyzer. The customer attempted to troubleshoot by replacing the filter; then, they ran quality control (qc) and thirty-seven patient samples. The high pressure alarm sounded again. Next, the customer performed pressure tests. Further inspection of the device revealed a leak coming from the drain flush handle which closed at 3 o'clock. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.